Manufacturer narrative:
(B)(4). Pentax medical initially assessed this event as a non-reportable event. Re-review of the complaint details during 06/2016 assessed the event as a reportable event. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint of a kink/clog in the suction channel of pentax model ec-3890li/serial (B)(4). The device was returned to pentax for evaluation. The pentax endoscope technician confirmed a blockage in the aft tube caused by what appeared to be a piece of metal or accessory. Other inspectional findings included: passed wet and dry leak tests. Pentax medical contacted the initial reporter on 04/06/2016 to gather additional information on the material extracted from the colonoscope. A response was received by the facility on 04/07/2016 stating the user was not aware that there was any material lodged in the scope. No clogs were detected during pre-procedural inspection prior to use. The user became aware of a clog in the suction channel during the procedure. The facility confirmed that the device was taken out of circulation immediately and sent into pentax for service, which ensured the device was not used or exposed to subsequent patients after the clog was detected. Pentax medical contacted the initial reporter on 06/10/2016 via email, along with sending a picture of the material extracted from the colonoscope, in order to gather information on the patient and to inquire if the facility could identify the material found lodged in the colonoscope. A facility response was received on 06/16/2016 in regards to the patient stating "the patient was never at risk, the original procedure was completed and there was never a reason to screen again". In regards to the material, the facility stated they could not identify the material. The facility also stated "after every case scope channels are checked, if there are any clogs we send the scope for repair. Also, we do a pre-check on every scope prior to procedure. If there are any channels clogged or any kind of malfunction the scope is taken out of circulation". Since no repairs were required to be performed, as all functional tests passed during evaluation, the colonoscope was shipped to the customer on 04/06/2016. Pentax medical is currently investigating this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical followed up with the facility on 13/jun//2016 regarding identifying lodged item in scope. The facility was not able to identify the accessory. In addition, quality followed up with the service department who identified the item as a pentax medical check valve model oe-c14. According to the instructions for use (IFU) for reprocessing/maintenance of pentax video gi scopes 90i series, it states "be aware that during reprocessing, check-valves oe-c14 should be removed from the water jet adapter, oe-c14, to allow for unrestricted flow of reprocessing agents through the pentax water jet channel system. During clinical use, a check-valve, oe-c14, should be attached to the check valve unit, oe-c12, within the pentax water jet channel system". Also note, a set of 10 pieces of the oe-c14 check-valve are optionally available in a package as model oe-c15. The instructions for use involving inspection of the forward water jet (for scopes with forward water jet system) states "a) prior to use, the water jet check-valve adapter (oe-c12) should be inspected. Open the water jet connector cap (of-b118). Turn the water jet adapter counterclockwise and remove it from its cylinder. Make sure that the black rubber check-valve (oe-c14) is properly attached to the bottom of the water jet adapter unit (oe-c12). If the rubber check-valve is missing or not attached properly, correctly reposition the check-valve by turning it several times on the water jet adapter unit. The rubber check-valve is a reusable component and should be reprocessed after each use". Also, "prior to "automated reprocessing" check and confirm the lumens/channels to ensure that all internal channels are unblocked and/or unclogged". A device history review was performed on 28/aug/2017confirming the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.